Event description:
It was reported that the pt sometimes had a feeling of twinge in the right area of her ear for the last 2 weeks. The twinge feeling was stronger in the evenings, and present with and w/o the audio processor being switched on. No accident was reported. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.